Manufacturer narrative:
Based on the information available for assessment, a relationship between the patient's symptoms, subsequent hospitalization, and the remunity system could not be confirmed. It was reported that the patient expired. The specific cause of death was not provided. Based on the information available for assessment, a relationship between the remunity pump and the patient's expiration cannot be determined. At the time of this report, no components or additional information have been provided to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 29-dec-2025 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 31-dec-2025. It was reported that the patient was hospitalized on (B)(6) 2025 due to pulmonary hypertension and possible pneumonia. It was also reported that the patient had two remunity pumps, serial numbers (B)(6), that were not functioning as expected and one of their belt clips had broken. However, it was also reported that the patient was successfully infusing on a pump at the time that the event was reported. Information received from accredo health group on 20-jan-2026 confirmed that the patient had a third remunity system on hand. It was further reported that the patient had expired on (B)(6) 2026. Information received from accredo health group on 19-feb-2026, indicated that the patient's expiration was not thought to be related to the use of the remunity system; however, the specific cause of death was not reported. It was further communicated that the patient had been moved to the cardiac intensive care unit due to low blood oxygen a few days prior to their expiration.